Event description:
The customer reported that when conducting a mammography measurement on the magnification view, it was double the distance that was measured two weeks earlier on the original non-magnification study. The measurement tool was calibrated, and the numbers remained different. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).